Manufacturer narrative:
Unit alarmed pump error 130 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor and occlusion tests due to pump error 130. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer able to successfully clear the alarm, able to complete insulin pump rewind. Displacement test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.